Event description:
It was reported by the customer that during an unk procedure, the blade tip broke off into the pt. The piece was immediately removed from the pt. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.